Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Post-surgical infection.

Manufacturer narrative:
Upon completion of the investigation it was noted that no devices were retuned for investigation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3184, with lot ctdcd2, conformed to the specifications when released to stock on the 4th may 2015. Review of the sterilization certificate for the valve conformed to specifications when released on the 21st april 2015. Review of the history device records confirmed the valve product code 82-3072, with lot ctkbwk, conformed to the specifications when released to stock on the 25th august 2015. Review of the sterilization certificate for the bactiseal catheter conformed to specifications when released on the 21st august 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.